Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the graphical user interface (gui) printed circuit board (pcb). The customer reported to have replaced the gui pcb. The covidien customer support engineer (cse) upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the mfg specifications.

Event description:
Covidien rec'd info stating that an 840 ventilator shuts down and was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred.